Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the probe wouldn't return any samples. The probe was swapped with another probe and the case continued with no patient consequence.